Manufacturer narrative:
This is one of eight products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00726, 2954740-2012-00727, 2954740-2012-00728, 2954740-2012-00729, 2954740-2012-00730, 2954740-2012-00731, 2954740-2012-00732, 2954740-2012-00733. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
The report from (B)(6) study indicated that patient was hospitalized six months ago. On the diagnostic CT, hemorrhage was seen and the mra showed a ruptured aneurysm on the basilar tip and as well two small (unruptured) aneurysms on the mca bifurcation right and left. The ruptured aneurysm was treated with 8 coils. The other aneurysms were not treated. The treatment was uneventful. The angiographic grading was judged as 2. The subject showed dysarthria. The performed mra showed vasospasms on the following segments: left a1 and m1 and less strong on left c1. Subject received 8mg (in a solution) i.a. Of milrinon per hospital standard of care during 30 min. The subject stabilized during the exam. The symptom of dysarthria was decreasing and the subject was discharged approximately a little over a month after the patient was hospitalized. Site indicated that event (vasospasm) was not related to procedure or device.

Manufacturer narrative:
After review of the information provided, the event vasospasm cerebral does not meet the requirements for a reportable event. Additionally, the site indicated that the event was not related to the device and procedure because the treatment of ruptured aneurysm and vasospasm is a known cause. Therefore, no further reports will be forthcoming for this medwatch report.this is one of eight products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00726, 2954740-2012-00727, 2954740-2012-00728, 2954740-2012-00729, 2954740-2012-00730, 2954740-2012-00731, 2954740-2012-00732, 2954740-2012-00733.